Event description:
Pump was reported to underinfuse during clinical use. A 500ml bag of unknown solution was programmed to infuse at a rate of 100ml/hr. The infusion should have taken 5 hours and it took 7 hours to complete. No additional details are known. No pt injury resulted.